Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the structural valve deterioration with aortic stenosis 23 months post deployment of the sapien valve cannot be determined. However, it is likely that patient factors (i.e. End stage renal disease on dialysis) may have caused or contributed to the event. The aortic stenosis may have worsened the patient¿s valvular regurgitation resulting in the heart failure symptoms. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Two implant patient registry (ipr) cards were returned, which indicated that a 26mm sapien xt valve was implanted 23 months after the implantation of a 26mm sapien valve in the same aortic position. Per the operative report, this patient with history of end-stage renal disease on dialysis presented with worsening fatigue and chest pain. It was found that the sapien valve had structural valve deterioration with severe aortic stenosis. The valve had a gradient upwards of 100 mmhg across the valve with associated mild-to-moderate aortic insufficiency (ai). A 2nd xt valve was successfully implanted. Post deployment of the 2nd valve, images showed no ai and that the valve was well placed. At the end of the procedure the tte showed that the patient had moderate right ventricular dysfunction; however, his left ventricular function was normal. He was transferred to ICU in guarded condition.

Event description:
Two implant patient registry (ipr) cards were received, which indicated that a 26mm sapien xt valve was implanted 23 months after the implantation of a 26mm sapien valve in the same aortic position. However, there was a note on the xt card saying ¿only one ao valve in¿.

Manufacturer narrative:
Investigation of this event is ongoing.